Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Followup reported that the lead was abandoned previously due to high pacing thresholds. The lead was later removed and replaced due to medical judgement with a bi-ventricular system upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed; all insulators were breached. Blood/body fluid present on proximal conductor.